Event description:
Subsequent to the initial medwatch report additional information was received. Per reporting physician on the death report, the immediate cause of death was end stage cerebrovascular accident and the manner of death was natural. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. This incident was reported with the absence of any device malfunction. The reported patient effect of death is listed in the rx acculink, domestic, instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, an acculink stent was successfully implanted in the internal right carotid artery. About one year post implantation, on (B)(6) 2014, the patient expired. There was no treatment provided and it is currently unknown if this adverse event is related to the index device or procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).